Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged top and bottom case, and a cracked plunger case. A 'primary audible post' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the inoperable speaker was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had an audible alarm error. Per reporter, the product fault occurred before infusion. The event took place at the hospital. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.